Event description:
A customer contacted beckman coulter inc., (bci) regarding a higher than expected total bhcg (tbhcg) results generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing on this and on an alternate analyzer produced results within a lower gestational category. The results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects bhcg samples in bd green topped plasma tubes. The specimens are centrifuged at 3,000 rpm for 8 minutes. Qc was within the customer's established ranges prior to and on the day of the event. A routine system check was performed on (B)(6) 2010 which passed within instrument specifications. A field service engineer (fse) was dispatched: a diagnostic testing failed and the fse rebuilt all reagent pumps, replaced lower pistons and rotors, and the stators for reagent pump #2 and #3. The fse performed pippetor matching and low volume pippetor matching routines, a high sensitivity system check and a diltest; no issues were noted. Although some hardware issues were addressed, a definitive root cause has not been determined to date for this event.